Event description:
It was reported that, "product broke off while in use."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.